Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a needle to cuff miss a review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6-device code 2017 - failure to follow steps / instructions removed.

Event description:
Returned device analysis noted a suture retrieval issue. Follow up with the distributor confirmed the correct device was returned and the reported information must have been discrepant.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- failure to follow steps/ instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, the suture broke during knot advancement due to jerky movement. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.